Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the remstar auto device's air path. There were no reports of medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is submitted to present the final device evaluation results, coding, and the product UDI. The remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and no evidence of foam particles/degradation was found. Additionally, the device displayed error codes e055 (defective pca) and e063 (defective microprocessor), and dust contamination. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The manufacturer received information alleging visualization of particles in the remstar auto device's air path. There were no reports of patient harm or medical intervention.